Event description:
During tha, it was noted the insert was not properly assembled with the metal shell after inserting the implants. The doctor tried to remove the insert by the instruments, but it was too difficult to remove it in spite of following the usual procedure. The doctor removed the insert by force with a punch and used one size bigger implants to complete the surgery. The time of surgery was prolonged for 120 mins.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.